Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer reported a sample probe wash port overflow message was obtained on the advia 2400, noted a puddle of liquid had overflowed to the back of the instrument and overflow in the reaction tray. Additional errors generated on the instrument and in the centralink queue, alerted the customer to an issue. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse found a blockage into the vacuum valve tubing. The cse cleared the blockage, re-aligned probe splash covers as probes were close to hit them, replaced and realigned the sample probe, performed wash 2, and ran quality controls, resulting within range. The cause of the discordant results is unknown . The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant glucose hexokinase_3, conc, gamma-glutamyl transferase , c-reactive protein, wide range, alkaline phosphatase concentrated, iron, transferrin results were obtained on patient samples on an advia 2400 instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.